Event description:
Procedure type: nephrectomy. According to the rptr: after ablation was performed repeatedly, contamination heavily burned to the device. Tried to remove it with gauze immersed in saline or saline in the pitcher, but could not. Finally, it could be removed with forceps, but a part of device was also removed. Used another to complete procedure. There was no bleeding and/or tissue damage. Nothing fell into cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).